Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the high voltage tank and the x-ray tube and the snubber and the generator drive and the high voltage supply regulator. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.